Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter alleged that the audio bolus button was under responsive. It was noted that the audio bolus button cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the audio bolus button cover was found to be detached/missing. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No cartridge or battery caps were returned with the pump. A test battery cap was used to complete all testing. Also unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored.